Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. All pc3's were re-seated as well as the connectors. All voltages checked within specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not product an image. When exposure was pressed, only a white screen showed on the monitor.